Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9170852. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that prn was loose and leakage occurred and then separated from adapter with a bd intima-ii¿ closed IV catheter system. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: after puncture, the nurse found heparin cap was leakage and could not be tightened. The heparin cap separated from the catheter hub, and there was no obvious crack on the surface of the heparin cap. At least three cases were found in the same batch, and no samples were returned.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prn was loose and leakage occurred and then separated from adapter with a bd intima-ii¿ closed IV catheter system. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: after puncture, the nurse found heparin cap was leakage and could not be tightened. The heparin cap separated from the catheter hub, and there was no obvious crack on the surface of the heparin cap. At least three cases were found in the same batch, and no samples were returned.